Event description:
It was reported that the right ventricular (rv) lead was explanted due to device erosion.

Manufacturer narrative:
Related voluntary medwatch form received: mw5147494. Further investigation could not be performed as the serial number for the lead was not provided.